Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a high blood glucose event while using ilet and temporarily disconnected from the pump; the libre 3+ cgm had a brief disconnection that resolved with a rescan, and the patient administered subcutaneous insulin by pen with 15 units followed by 10 units an hour later after previously overtreating a low and not announcing a meal or snack. Symptoms included hyperglycemia with reported meter and cgm readings up to the high range. Outcomes included continued monitoring at home with improvement in glucose readings and no hospitalization. Investigation included review of available data and user report. Investigation of this case revealed that the high glucose was associated with user actions including pump disconnection, manual insulin dosing, prior hypoglycemia overtreatment, and unannounced carbohydrate intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including inappropriate treatment and use error.